Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD) several fault codes were displayed. Information confirmed that the capacitors were formatted without any difficulty.